Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture and high pacing impedances on the left ventricular (lv) lead. The lv lead vector configuration was reprogrammed; however, the lead still exhibited loss of capture. Subsequently, a revision procedure was performed. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.